Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 14 months post implant, the vad coordinator reported that the patient was admitted due to right ventricle (rv) failure. He was treated with dobutamine and IV diuretics. No further issues have been reported.

Manufacturer narrative:
The pump is not available for evaluation as it remains in sue supporting the patient. No additional information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.